Event description:
Baxter (B)(4) received a report that an infusor had leaked before patient therapy. The location of the leak could not be identified by the reporter. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No sample is available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The physical sample was not returned to baxter for evaluation; however, photographs of the device were evaluated. Photographic inspection confirmed that a leak had occurred, but without the sample a root cause was unable to be investigated and determined. No other observations were noted on the unit.